Manufacturer narrative:
Device labeling: intended use/indications juvederm ultra plus injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Warnings: injection procedure reaction to juvederm ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days' duration. Adverse events: injection site responses include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration.

Event description:
In the article "office-based injection laryngoplasty with hyaluronic acid gel". Otolaryngology-head and neck surgery (sep-2013) 147(5), the authors discussed a study they performed involving office-based injection laryngoplasty with "juvederm ultra plus gel in pts with glottic insufficiency (gi)". During the study "one pt required intravenous steroid therapy for temporary glottis inflammation that resolved without permanent sequelae".